Event description:
From x-rays supplied by the surgeon it appears the gtr may have been placed too far distally. This placement did not allow the distal "teeth" of the gtr to bite into the trochanter. Also, only one proximal cable was used. Pioneer has concluded that muscle forces were able to cause enough motion to continually rotate the construct about the distal portion causing the cables to wear and eventually break.